Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The soft cannula was observed to be stretched. The soft cannula length was measured to be above specification. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle in delivering insulin.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. As treatment the patient replaced the pod.